Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the leading haptic of the lens was sheared off. Subsequently the lens was removed during initial procedure.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).